Event description:
The patient received the scs system on (B)(6) 2010. It was reported the patient was receiving intermittent stimulation. Diagnostic testing revealed invalid contacts on the lead. The physician removed and replaced the scs system on (B)(6) 2011.

Manufacturer narrative:
Evaluation: results: as received, visual inspection noted the lead had separated with the break being 12.5cm from the proximal end. The returned lead segments were subjected to a microscopic inspection and no damage to the lead body was noted. Electrical analysis of the returned lead paddle segment confirmed electrodes 5 through 8 are electrically open. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.